Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received low sensor scan results of 50s and 70's mg/dl. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic and initially self-managed by consuming orange juice and sugar candies. Subsequently, upon obtaining a blood glucose reading from a competitor brand device, the customer self-treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.